Event description:
It was reported patient underwent a retrograde versanail femur imn procedure on (B)(6) 2012. During the procedure, the solidlok hex tip fractured off when pressure was applied to seat the screw into the bone. The screw was already down in the bone when the tip fracture off, therefore, another product did not need to be used to complete the procedure. The surgeon was able to remove the fractured tip.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to torsional overload. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - n/a. Date explanted - n/a. Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.